Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar posterior fixation and fusion due to moderate lumbar spondylolisthesis. Intra-op, the set screw slipped. The set screw was then completely explanted. There were no patient complications as a result of this event.